Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.2 death and date of death was inadvertently left off the previously submitted report and was added. D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 codes 4114 (device not returned) and (3233) results pending completion of investigation were inadvertently omitted from the previously submitted report and have been added to this report. The investigation has been completed. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
A medwatch report filed by the family of a 72-year-old female patient in acute myocardial infarction/cardiogenic shock was reported to have been implanted with an impella cp device for mechanical circulatory support. The family and physician had conversations and the patient was made do not resuscitate/ do not intubate (dnr/dni) and was transferred to the tertiary center for further care. After 20 hours of support, the patient expired with care withdrawn on the following morning. The family months later filed the medwatch to the food and drug admistration (FDA), which the FDA shared with abiomed. The medwatch mentioned limb ischemia as a patient harm caused by the impella.